Event description:
Additional information received identified the issue has resolved.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced discomfort (described as heating sensation) at the ipg site. Subsequently, surgical intervention was undertaken wherein the ipg was explanted and replaced with another model to resolve the issue.

Event description:
Additional information received identified the patient is still experiencing some discomfort